Manufacturer narrative:
Samples were discarded.

Event description:
A customer contacted baxter technical service center regarding a system error code 2240 alarm that occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted the patient in clearing the alarm. The caller stated the transfer set broke and they had to disconnect to go to the hospital. The caller knowns they need to restart therapy with new supplies. The homechoice meets device specifications and is safe to leave in the customer's home. The hc unit was operational. No patient injury was indicated at the time of the initial report.